Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 20 august, 2021. Medwatch report # mw5103133. Report source other: medwatch report. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0072057. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 30x1/2 rb needle and syringe separated. The following information was provided by the initial reporter: the 30gauge x1/2in bd needle would not stay on the syringe. Per complaint details received: the 30gauge x1/2in bd needle would not stay on the bd 1ml slip tip tuberculin syringe. It was reported that the upon trying to remove the cap. The whole needle came off the slip tip. It was reported that the friction for the hub of the needle to the syringe was lacking. FDA safety report ID.